Manufacturer narrative:
The investigation determined that reproducible, lower than expected troponin I es results were obtained from proficiency samples while using a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. The most likely assignable cause for the reproducible, lower than expected vitros tropi es cap proficiency sample results is an unknown sample related issue with the cap proficiency samples. There is no indication that the vitros eci immunodiagnostic system or the vitros tropi es reagent malfunctioned in any way. Based on historical quality control results, a vitros tropi es lot 2390 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2390 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out.

Event description:
The customer obtained reproducible, lower than expected troponin I es results from college of american pathologists (cap) proficiency samples processed on a vitros eciq immunodiagnostic system. Cap cr-02 results of 0.01 and 0.019 ng/ml versus the expected result of 0.094 ng/ml cap cr-05 results of 0.02 and 0.032 ng/ml versus the expected result of 0.125 ng/ml the lower than expected vitros tropi es cap proficiency fluid results were from non-patient fluids and were reported to the proficiency provider by the customer. Biased results of the direction and magnitude observed could lead to inappropriate physician action if occurred undetected with patient samples. There was no report of affected patient samples, however; the investigation cannot rule out that patient sample results were affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).